Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd¿ needle 1 1/2 in. Single use, sterile, 18 g epoxy was found on the needle hub. The following information was provided by the initial reporter: # of occurrences - 1 material #305196 - batch #1210806 date of incident: (B)(6) 2022 when removing needle from wrapper, the pharmacy technician noted a white substance near the needle hub, did not use the product, and saved it.

Event description:
It was reported while using bd¿ needle 1 1/2 in. Single use, sterile, 18 g epoxy was found on the needle hub. The following information was provided by the initial reporter: # of occurrences - 1 material #305196 - batch #1210806 date of incident: (B)(6) 2022. When removing needle from wrapper, the pharmacy technician noted a white substance near the needle hub, did not use the product, and saved it.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2022-03-01. H6: investigation summary it was reported by the consumer there was a white substance near the needle hub. To aid in the investigation, one sample was received in an opened packaging blister for evaluation by our quality team. A visual inspection was performed and the sample has an excess of white silicone on the needle hub. No other defects or imperfections were observed. The photo provided shows the sample received. This defect could occur during the assembly process. During manufacturing, the plastic hub is placed under the cannulator, then the needle is positioned and assembled to the plastic hub adding the white epoxy to fix it. After a plastic shield is assembled. In this case, a jam may have occurred at the cannulator inducing the white epoxy drip over on the needle plastic hub. A device history record review was completed for provided material number 305196, lot number 1210806. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Verification of the cannulator was performed. The settings were correct and the flow of product was good. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.